Event description:
The patient stated that her infusion device shut down without warning. She stated she tested her blood glucose before lunch and it measured 278 mg/dl. She stated she then found that the screen of her infusion device was blank. She stated she was able to change the power pack and her infusion device functioned properly. The patient stated that she was able to bolus to lower her blood glucose. She did not report any symptoms of high blood glucose. She stated her power pack had been in use for around 2 weeks. She did not know if it had been less than or greater than 2 weeks. She stated she was aware of the power pack recall. The patient was educated on the importance of changing her power pack every 2 weeks. The patient did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.